Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. The patient stated that she was hardly voiding at all anymore. It was noted that the trial started on (B)(6) 2019. No further complications were anticipated/reported.